Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the unspecified bd vacutainer there was erroneous results. The following information was provided by the initial reporter. It was reported that a positive bias was observed with leadcare® analysis at higher bll. The authors concluded that leadcare® analysis is thought to be a good tool for screening purposes at a lower bll around the reference level of 5 mg/dl in the initial stage; however, conversion or retesting using a laboratory analyzer is recommended at a higher bll for appropriate clinical evaluation and research. A positive bias was observed with leadcare® analysis at higher bll.